Manufacturer narrative:
A field service technician has been sent out for investigation and stated that the device showed "rpm diff" error due to a defective motor. The technician also found carbon dust from the brushes on the motor. Thus the failure could be confirmed. A defective motor with a "diff" error was already investigated in sap complaint # (B)(4). According to the investigation report ((B)(4)) the most probable root cause for the rpm diff error is an erroneous motor speedometer generator signal due to the carbon brushes (e.g. Stuck carbon brush). According to service report # (B)(4), the technician replaced the motor and the belts. Also pm, functional test and safety check as per service manual were performed. All tests passed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the rpm of a hl20 showed a "diff error" during patient treatment. "Diff error" can lead to a pump stop. No further information available at the moment. No information that patient was harmed. (B)(4).